Event description:
While setting up the case, hair was found in a kidney basin from the setup pack. Surgeon was notified and case was cancelled due to the compromised sterility. Site notified cardinal health rep with photos, stating this has been a recurring issue. Manufacturer response for spinal fusion pack, spinal fusion pack (per site reporter). Site notified rep with photos.